Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infused within 1 hour when it should have taken 1/5 hours during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. Additionally, the facility biomedical engineer indicated that they attempted to replicate the failure via completing a 40ml/hr, 20 vtbi (volume to be infused) flow rate test and the unit was within the test tolerance. No additional information is available.